Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported having an infection around the implantable neurostimulator (ins) site in (B)(6) 2012 and the ins was explanted. It was noted that the site was left to heal before the patient got another implant. The patient was given vicomyacin. There were no reports of device issues. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.